Manufacturer narrative:
The pump passed the displacement test. However, the pump alarmed pump error during the self test and pump error alarm is found in the formatted history due to broken trace at pin 1 (vdd) u1 on the keypad assembly. The pump was received with scratched case, minor scratched lcd window, missing display window cover, and serial number label fading.

Event description:
The customer reported via phone call that the insulin pump alarmed with a hardware failure error. The customer did not report their blood glucose at the time of the event. The customer states that they were asleep when they received the error and were able to clear it. During troubleshooting a 0.2 fill cannula was performed; however this was not recorded in the daily history. The insulin pump was returned for analysis.